Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR for lot 25641 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Mfg date: 05/06/2019 exp date: 05/06/2023 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a linx removal, the linx was removed mainly for too much encapsulation. Linx was originally implanted on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Date sent: 1/26/2021. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Egd on (B)(6) 2020 it revealed effacement of diaphragmic hiatus with small hiatal hernia. Manometry was on (B)(6) 2020 it revealed mean pressure of 10.1 and residual of 17.0. When using the linx sizing device what technique was used to determine the size? Not sure. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Yes. How severe was the dysphagia/odynophagia before intervention? Moderate. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. What was the reason for removal of the linx device? Na was the device found in the correct position/geometry at the time of removal? Yes.